Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-2329; lot: 0012867008; UDI: (B)(4); manufactured date: 2025-06-13; use by date: 2027-06-13; implant date: n/a; FDA site ID: 9612164. Updated: b2, b5, d4, h4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction. Additional information was received that the stroke was discovered during intensive care unit (ICU) management after leaving the hybrid operating room (or) and confirmed with post-operative computed tomography (CT) imaging. Per the physician, a relationship between the stroke and the valve and delivery catheter system (dcs) cannot be denied. An unknown treatment was performed. A contributing factor to the stroke was the procedure with carotid artery access approach.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of a transcatheter aortic valve, the patient suffered a cerebral infarction.